Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported the device has been working wonderfully until the last 3 months until she has been experiencing leakage again. She reported she has been working with her doctor's office over the past few months to try and resolve the issues. The patient reported she has been diagnosed with 4 utis and has taken antibiotics, but it has not resolved her symptoms of leakage. She reported that she has not yet seen an mdt representative and had expected to see a rep at her appointment; so far, she has only seen the np or pa at dr.'s office. She reported that she used to charge her device 1x/week but now it is more difficult to charge, and she usually has to charge it twice a week. The patient was sent a list of providers, and was provided with the number for an mdt patient support representative. They requested the list of providers because they want to research providers.